Event description:
It has been reported that the AED was deployed for use and advised a shock, however no shock was delivered. Pt was not resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation pending. Note: philips was not made aware of outcome until (B)(6) 2011.